Event description:
Vancare or our distributor were never notified of this incident until this time. We have no info if this was our sling or someone else's as there is no way that we can investigate this incident at this time.

Manufacturer narrative:
Neither distributor or the MFR was ever notified of this incident. Thus a lot of blanks in report as we don't have any info concerning this accident. We have no info if this was all our equipment or someone else's.